Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received six (6) photo samples. All photo samples showcase an overview of 2-way foley catheter with cut portion of the inlet tubing. Visual: received one (1) used 2-way foley catheter with cut portion of the inlet tubing without original packaging. Visual inspection noted 2-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.3775"). Further inspection noted the balloon had no missing pieces. This is out of specification which states, "balloon must not be torn". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be pinhole in balloon or cuff. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bardex® lubri-sil® i.c. All-silicone foley catheter infection control all-silicone foley catheter (latex free) warning: do not use ointments or ointments on the catheter or lubricants having petrolatum based lubricants. They will damage the silicone and may make the balloon burst. Warning: after use, this product may pose a risk biological potential. Handle and dispose in accordance with laws and applicable local, state and federal regulations. Caution: federal law (us) restricts this device to sale by physicians. Or by optional prescription. Caution: do not aspirate urine through the wall of the drain funnel. Storage: store catheters at room temperature, away from direct exposure to light, preferably in the original box. Note: aggressive traction is not recommended, particularly in the presence of sutures, for 100 percentage silicone foley catheters. Sterile unless the package is opened or damaged. Exclusive use for a single patient. Do not reuse. Do not resterilize. For urological use only. Valve type: use a luer-slip type syringe. Do not use needle. Catheters should be replaced according to the guidelines of the cdc "guideline for the prevention of associated urinary tract infections to catheters". At the appearance or first signs of a urinary tract infection, catheter encrustation or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a syringe into the catheter valve. Never use more force than necessary to make the syringe "stick" to the valve. If you notice that the deflation is slow or absent, carefully reinsert the syringe. Let the balloon deflate slowly on its own only. Do not manually vacuum or accelerate balloon deflation. If hospital protocol allows it, can cut the valve arm. If this fails, contact an appropriately trained professional for help, as directed by hospital protocol. Should balloon rupture, care must be taken to ensure that all fragments of the patient's balloon. Visually inspect the product for imperfections or surface deterioration before use. Recommended inflation capacities. 5 cc balloon: use 10 cc of sterile water 30cc balloon: use 35cc sterilized water do not exceed recommended capacities. Utis represent the 40 percentage of infections nosocomial. In vitro tests of bacterial adhesion show that lubri- sil i.c. The coating of the foley catheter reduces the accession of the bacteria most commonly associated with infections nosocomial uti¿

Event description:
It was reported that the foley catheter when they tried to fill the balloon with sterile water before placing it in place, the sterile water leaked out of the balloon cuff, so they stopped using it. They said they had two similar incidents and wanted an investigation. As per the follow up information received on 17may2024, the customer confirmed that the same event occurred in the same lot. Per sample evaluation received on 04jun2024, the customer returned an additional sample, material number 2758j14.

Event description:
It was reported that the foley catheter when they tried to fill the balloon with sterile water before placing it in place, the sterile water leaked out of the balloon cuff, so they stopped using it. They said they had two similar incidents and wanted an investigation. As per the follow up information received on 17may2024, the customer confirmed that the same event occurred in the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .